Event description:
Pt reported obtaining a blood glucose result of 300 mg/dl on the suspect device. Pt stated that blood glucose was immediately retested, on a physician's device, with a result of 119 mg/dl. Pt indicated that, at the time the results were obtained, he was feeling like blood glucose was low. Physician gave pt orange juice. No pt injury was reported. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.